Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
For case in which cementless femoral implant was to be used, the cemented femoral implant was opened and placed without cementing as it was, and the wound was closed. After the wound was closed, it was discovered that the wrong implant had been placed. The patient was reanesthetized and the cemented femoral implant was replaced with a cementless femoral implant.